Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 99% stenosed target lesion was located in the severely calcified stent and moderately tortuous left anterior descending artery. A no cross occurred with an unknown device. A smaller balloon was then used to dilate the deployed stent. The 15mm x 2.50mm nc quantum apex mr balloon was used and ruptured upon the 1st inflation at 11atms. The device was removed from the patient intact. The procedure was continued with another device. No patient complications were reported and the patient's status is good.

Event description:
It was originally reported that 'a no cross occurred with an unknown device.' However, the unknown device was this 2.5x15mm nc quantum apex balloon.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Manufacturer narrative:
Correcting describe event or problem - originally stated 'a no cross occurred with an unknown device.' However, the unknown device was this 2.5x15mm nc quantum apex balloon.(B)(4)